Event description:
The customer reported that his olympus video system center¿s image was flickering and there was no image on the display during procedure preparation. According to the initial reporter, the intended procedure was completed using another device without any patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front panel was flickering and there was no image on the test-display. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be confirmed. However, it's likely the causes are related to a worn light source output connector and a loose video connector. Olympus will continue to monitor field performance for this device.